Event description:
The customer alleges that the medicine cup was leaking during use. The device was changed out for another one to complete the treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. However, current production samples of catalog number 1945 that uses the same nebulizer components as catalog number 1885; were tested according to tp-0183 used to release the production parts, and no issues were found that can lead to the condition reported by the customer. The device history record was reviewed and showed no issues related to this issue on the product or its components during the manufacturer of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of the defect reported. Customer complaint cannot be confirmed based only on the information provided. If the sample becomes available this investigation will be updated with the evaluation results.